Manufacturer narrative:
E1) ground floor, (B)(6). Noting due to character limit. The device was returned as part of the asset return process. In addition the front panel led intermittently not glowing , there was also a dent found on the back panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the front panel led (light emitting diode) was intermittently not glowing due to a faulty power supply. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.